Event description:
Saluda representatives were notified of a patient infection which developed during the trial implant period of the evoke spinal cord stimulation (scs) system. The patient was treated with antibiotics. Following resolution of the infection, the patient proceeded to permanent implant of the evoke scs system.

Manufacturer narrative:
Second lead: evoke 12c lead kit- 60cm, part number - 102368, catalog # - 1008, serial number - (B)(6), mfg: 2021-02-23, exp: 2021-12-03, gtin: (B)(4). The device was discarded. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿infection that may require hospitalisation with intravenous antibiotic therapy.¿ the surgical guide also states that the patient may require surgery (including revision, explant, and replacement) as a result. Manufacturing records were reviewed. The product met all requirements for release with no anomalies found.